Manufacturer narrative:
The upn and batch numbers were not disclosed. Device code: other, for no allegation of product malfunction or non conformance contributing to the reported event.

Event description:
The patient underwent the successful stent assisted coil embolization of a midline anterior communicating artery aneurysm. Twenty nine days post procedure, the patient developed diplopia that the physician attributed to mass effect. The patient was treated with medication, type and dose were not provided. No further information was provided.